Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported the healthcare provider may have put the leads too low, because since they were put in, they were no longer getting any coverage in their back. Additional information reported that since the new leads have been inserted, the patient is receiving no stimulation in their lower to mid back. The surgeon wants to redo the surgery again to raise the leads. The manufacturer representative tried to resolve the lack of coverage in the patient's back, but was unable to get coverage where the patient needed. The manufacturer representative told the patient that she was at the top of the leads and could not get coverage any higher. (Manufacturer's records indicate that the patient only has one lead implanted.)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.